Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during fill cycle. The home patient (hp) stated that the fill solution felt too warm going in. The hp stated that because it is summer and it is hot outside, the temperature of the solution is uncomfortable. The baxter technical service representative (tsr) had the hp adjust the climate control 35. The tsr advised the hp that if that did not help to call back. The hp would continue with fill 1 with the comfort control at 35. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he said he was able to resume therapy after adjusting the home choice settings. He said the temperature of the solution went down to 85 degrees. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.